Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had displayed e8 (power interrupt) and the check button on the device was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The down button is always active. Due to an external mechanical influence, the snap dome of down button is pressed through. This source led to an always activated down button and an unclearable e8 error messages.